Manufacturer narrative:
Insulin pump received with no (act, up and escape) button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime compromised forced sensor system and excessive no delivery test due to buttons not responding.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had button error. The customer blood glucose level was 120 mg/dl. Customer stated that the he was out of the country for a vacation and suddenly he received the error alert from his pump saying button error alert. Customer also stated that the act, up and down button was not responding. The device will be returned for analysis.